Event description:
PICC catheter placed at another site. In the attempt to pull the line it broke, leaving 2-3" in pt arm. Pt applied pressure per md and was transported to md office and then sent to ER for removal. Pt was neutropenic and developed an infection necessitating an admission for several days to treat infection.